Event description:
The physician reported that while treating a second aneurysm, the microcatheter got out of its position. The coil was removed from the microcatheter in order to reposition the microcatheter. When removing the coil from the microcatheter, it was noticed that the coil had stretched, so it could not be replaced. It has not yet been confirmed but apparently the procedure was completed with another device. In another contact with the site, we learned that the patient died. No further information was disclosed.

Manufacturer narrative:
The device has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. When the device is returned, or further significant information is obtained, a supplemental report will follow.